Event description:
It was reported that the device had transient crosstalk oversensing after an ablation procedure. Programming changes were discussed, however the event resolved on its own. Patient condition was well after event.